Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent called and reported the insulin pump alarmed with more than one error message. Customer was reportedly able to rewind the device. During troubleshooting, displacement test and self-test were performed and passed. Customer's blood glucose was 6.4 mmol/l. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed to that the product would be returned for analysis.